Event description:
Hill-rom received a report from a hill-rom tech stating manual CPR was inoperable. The bed was located at the account in room 30. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the CPR valve inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 and 2013 - 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The tech replaced the CPR valve to resolve the issue. Based on this information, no further action is required.